Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.0 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type g6.

Event description:
A patient reports while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 59. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. Although no issues were noted, root causes for the reported needle mechanism failure could not be determined.